Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was not confirmed. The evaluation found the following reportable issues: there were foreign objects in the nozzle and there was poor water drainage because of the blocked nozzle. The customer later confirmed that they cleaned, disinfected, and sterilized the product before returning it for evaluation. Additionally, there was no delay in the start of pre-cleaning, the nozzle was flushed with water and air, there were no abnormalities reported in the accessories used for reprocessing the device, and the customer wiped/brushed the air/water nozzle with lint free cloths, brushes, or sponges. The customer also flushed the air/water nozzle with detergent solution. There were no other concerns regarding the reprocessing of the device. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope had poor draining with a nozzle clogging. The device was returned for evaluation and during the evaluation the following reportable malfunction was found: foreign objects in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported poor water drainage issue was confirmed and determined to be the result of foreign material in the sub-water channel. The observed foreign material is thought to be an antifoaming agent or other drugs used in the endoscopy room but otherwise, could not be identified. A definitive root cause of the issue could not be determined, however, the issue was likely due to insufficient device cleaning/reprocessing. The event may be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection 3.8 inspection of combined functions with related equipment. Inspection of air supply function: check that there are no air bubbles. 1. Set the supply pressure of the light source device to "strong" according to the "electronic attached document" and "instruction manual" of the light source device. 2. Submerge the tip of the endoscope into sterile water to a depth of approximately 10 cm. 3. Visually check that no air bubbles are coming out of the air/water nozzle. Olympus will continue to monitor field performance for this device.

Event description:
Additional event information received: - the intended procedure was completed using the same device.